Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed therapy connector assembly was further evaluated and it was observed that one of the sockets within the therapy connector assembly was bent slightly which caused an intermittent connection of the mating therapy cable pin.

Manufacturer narrative:
The customer reported that their defibrillation therapy cable assembly had a bent connector pin, which would not allow the connection of the cable to the device. Without the therapy cable, the device would not have the ability to deliver defibrillation energy. There was no patient use associated with the reported issue. The customer initially reported that their defibrillation therapy cable assembly had a bent connector pin, which would not allow the connection of the cable to the device. It was confirmed that there was actually wasn't a bent connector pin, but rather a bent insert for a connector pin within the therapy connector assembly. This bent insert would not allow a functional connection of the mating connector pin from the defibrillation therapy cable. Without the therapy cable recognition, the device would not have the ability to deliver defibrillation energy. There was no patient use associated with the reported issue.

Event description:
The customer initially reported that their defibrillation therapy cable assembly had a bent connector pin, which would not allow the connection of the cable to the device. It was confirmed that there was actually wasn't a bent connector pin, but rather a bent insert for a connector pin within the therapy connector assembly. This bent insert would not allow a functional connection of the mating connector pin from the defibrillation therapy cable. Without the therapy cable recognition, the device would not have the ability to deliver defibrillation energy. There was no patient use associated with the reported issue.

Event description:
The customer reported that their defibrillation therapy cable assembly had a bent connector pin, which would not allow the connection of the cable to the device. Without the therapy cable, the device would not have the ability to deliver defibrillation energy. There was no patient use associated with the reported issue.

Manufacturer narrative:
Specifically, it was determined that the low voltage connector pin 1 insert was loose.